Event description:
Customer reported the overhead counterpoise system fell. No injury occurred.

Manufacturer narrative:
Medrad evaluation determined the anti-rotation collet showed signs that the lower shaft rotated inside the collet. This caused the shaft to tilt slightly causing the disengagement of the retaining ring, resulting in the system falling.